Manufacturer narrative:
Without having the sample of the potential defective label it is not possible to perform an investigation apart from the formal batch review and retain samples verification. The review of the batch record did not reveal any deviation or non-conformity related to this complaint from all the checks carried out on the product during manufacturing process. No issues were found also from the review of the retained samples of the involved batch 10e0308. No other complaints were received for batch 10e0308 and no similar reports were received for this product. We are not able to definitively determine the cause of this event. All currently available information is included in this report.

Event description:
Account reported the bottle fell from the i.v. Pole when the supporting strap broke as the phaco machine with i.v. Pole was being moved by a member of the o.r. Staff. Bottle struck the staff member on the head causing a mild concussion.